Event description:
Per the audiologist, early in early 2008, the pt fell while sledding. Since that incident, the pt has not been able to hear with the cochlear implant system. The clinic observed the receiver/stimulator appeared to have shifted but had not extruded through the skin. Results of an integrity test done on three months later showed the receiver/stimulator was not functioning. Explantation/reimplantation plans had not been reported at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.